Event description:
(B)(4).

Manufacturer narrative:
This is a response to the user facility's initial report. The device was returned and visually inspected. Our investigation revealed that the molding process resulted in an incomplete device. Although each of these molded devices completes two quality assurance checks including 100% visual inspection, this device was not detected prior to shipment. We have had no other reports of this nature and believe it to be an isolated incident.